Event description:
A pt reported blood glucose rusults of 225 mg/dl and 185 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of the <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.